Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and the inflation lumen. Microscopic inspection revealed a longitudinal burst the balloon material, 9 mm in length and damage to the tip. Inspection of the remainder of the device found no other defect or irregularities. Product analysis did confirm the reported balloon burst. Therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately torturous superficial femoral artery. A 5.0mmx100mmx135cm sterling otw balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds , the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a sterling otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately torturous superficial femoral artery. A 5.0mmx100mmx135cm sterling otw balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds , the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a sterling otw balloon catheter. No patient complications were reported and the patient's status was good.